Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery of this implantable device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. The battery drain was found to be elevated. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery of this implantable device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. The battery drain was found to be elevated. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received 22-nov-2024 indicates the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not indicated at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed was not specified. It was noted the battery drain was found to be elevated. As such, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received 22-nov-2024 indicates the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.